Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's host computer was unable to boot up. The review of system log files showed host pc start up failure. Upon troubleshooting, the philips remote service engineer (rse) confirmed that the issue was with the host pc. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. To resolve the issue, the rse ordered host pc, customer replaced the host pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.